Event description:
A letter from the (B)(6) received with a request regarding a report from the hospital(B)(6). Surgeon from the hospital reported to (B)(6) on (B)(6) 2010, the breakage of an 8 hole plate in 2009.

Manufacturer narrative:
Despite the affected plate was not returned for investigation the root cause is attributed to a misuse because the product was designed to be used to treat mandible fractures. Opposed to this device was used to treat a metatarsale fracture which is considered to be off label use. Statistical evaluation does also not show indications for any systematic device related failure.